Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of luer lok damage was confirmed upon inspection of the sample. Analysis of the sample showed a rubbing mark and crack on the luer lok tip and barrel surface. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The probable cause is the luer-lok tip getting jammed at the dial slot pocket, resulting in it crashing and damage after the leak test station during transition to the outfeed dial process. The defective parts failed to be removed effectively by the production technician. Action has been taken to communicate to the product technician the importance of clearing jammed and defective parts immediately, as it may led to damaged barrels. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll luer was cracked / damaged / deformed. The following information was provided by the initial reporter: luer lock damaged.